Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in the left ventricle (lv) but not used due to dislodgement. The lead dislodged after it was connected to the device. The lead was removed and no lead was implanted with bi-ventricular pacing abandoned. No patient complications have been reported as a result of this event.